Event description:
Procedure and pt sex: unk. According to the rptr: the device fired when the jaw was empty and sliced a vessel. The pt is fine. There was no significant bleeding, less than 250 cc as a result of the sliced vessel. The vessel was repaired by the surgeon using another clip and the add'l surgery time was less than 30 mins.